Event description:
Related manufacturer reference number: 2017865-2021-38568. Related manufacturer reference number: 2017865-2021-38570. It was reported that the patient presented in clinic for follow up with pocket erosion and infection noted by redness, swelling, and skin broken. The culture testing confirmed staphylococcus aureus. The pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were all explanted and replaced. The patient was stable.